Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer reports that the device was torn and cut at some bends.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. The split in the lite glove handle is caused by a pleat generated during the thermoforming process due to geometry of the product/ mold design. This pleat creates weakness on the neck of the lite glove. A formal corrective and preventative action was opened for this reported issue. Manufacturing personnel were trained and made aware of this reported issue. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring has requested additional information from the customer. To date, a response has not been received. If additional pertinent information becomes available, the report will be updated.